Event description:
A peritoneal dialysis (pd) patient contact reported the patient was on phase 2 of 5 of treatment and stated that there was smoke coming from the side of the cycler while it was running. The patient had disconnected prior to calling and the patient was advised to turn off and unplug the cycler. The patient was advised to discontinue use of the cycler and the cycler was replaced. The patient contact was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy and was to perform manuals. Upon follow-up, the pdrn stated the patient observed a burning smell and smoke coming from the side of the machine during treatment and immediately discontinued treatment on the cycler and disconnected from the machine. The pdrn indicated the cycler had never been dropped nor physically damaged and confirmed that the smoke only occurred once on the day the patient contact called into support. The pdrn stated that no melting or flame was noted. The patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using manuals on the night of the reported event and pending delivery of the replacement cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Catch post hipot test ¿ passed. Patient post hipot test ¿ passed. Current leakage test ¿ passed. Touch screen test ¿ passed. Voltage verification check ¿ passed. Valve actuation test ¿ passed. System air leak test ¿ passed. Post-ast 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contact reported the patient was on phase 2 of 5 of treatment and stated that there was smoke coming from the side of the cycler while it was running. The patient had disconnected prior to calling and the patient was advised to turn off and unplug the cycler. The patient was advised to discontinue use of the cycler and the cycler was replaced. The patient contact was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy and was to perform manuals. Upon follow-up, the pdrn stated the patient observed a burning smell and smoke coming from the the side of the machine during treatment and immediately discontinued treatment on the cycler and disconnected from the machine. The pdrn indicated the cycler had never been dropped nor physically damaged and confirmed that the smoke only occurred once on the day the patient contact called into support. The pdrn stated that no melting or flame was noted. The patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using manuals on the night of the reported event and pending delivery of the replacement cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.